Event description:
Customer said he heated the gel pack, and the gel bag broke and spilled on top of his foot and burned his foot. He went to the doctor and the doctor lanced it at the burn site, put cream on it, and wrapped the foot. The doctor gave him a tetanus shot and a painkiller prescription. The customer threw the pack away.